Manufacturer narrative:
The device remains implanted, therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history data for this device lot number could not be reviewed. A review of the device labeling was completed. Increased iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4). Please reference 2032546-2018-00119 for the patient's left eye.

Event description:
Initially, it reported that one (1) day following cataract plus trabecular micro bypass stent procedure, the patient presented with hyphema (50% of anterior chamber) associated with visual acuity of ¿hand motion¿ and iop of ¿41 mm hg¿. A blood cloth was observed ten (10) days post-op, and it was subsequently removed five (5) days after. At that time, the stent appeared in ¿good position¿ with no reflux. Reportedly, it was noted that the patient bruises easily, but the surgeon could not confirm any blood disorder and the patient was not on any blood thinners. Following the initial report, the surgeon provided the following update. Reportedly, the patient had "improved" with iop of "16 mm hg". Through follow-up, the surgeon provided the following additional information. Reportedly, following bilateral cataract plus trabecular micro bypass system procedures, the patient's postop vision is "good"; however, the iop remained higher postoperatively. The surgeon characterized the hyphema (os) as grade of iii (> 1/2 anterior chamber volume) that was treated with increased steroid and resolved with no sequelae. Ac washout was also performed on (B)(6) 2018 and the patient was not on any anti-coagulant medications preoperatively. However, the patient reported family history of bleeding or bruising easily without formal diagnosis of a bleeding disorder. On (B)(6) 2018, the surgeon provided the following update. The patient vision is clear and no further bleeding. This report references the patient's right eye.